Manufacturer narrative:
Visual inspection was performed on the returned platform. The customer's primary complaint was confirmed; the restraint was damaged. Further investigation found the short black cover damaged and the battery latch lock bent. Upon powering on the device, a user advisory (ua) 17 (max motor on time exceeded during active operation) error occurred and could not be cleared. Additionally, it was observed that one of the load cells was reading incorrectly. To resolve the ua 17 issue, the motor drive train and one load cell were replaced. A functional test was performed and no errors occurred. In summary, the customer's reported complaint of a damaged restraint was confirmed during visual inspection. The ua 17 error message was resolved after the motor drive train and one load cell were replaced. The autopulse platform is a reusable device and was manufactured on (B)(4) 2008. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Additional repair was completed (unrelated to the primary complaint or to the ua 17 error message) to ensure that the autopulse platform is functional without issue. The short black cover, battery latch lock, and the power distribution board were replaced. The platform passed all final testing criteria.

Event description:
During an onsite service check by zoll's service technician in france, it was observed that the patient retainer on the autopulse platform (s/n: (B)(4) was broken. The device was returned to zoll for evaluation. During investigation of the platform, a user advisory (ua) 17 (max motor on time exceeded during active operation) was observed and could not be cleared. Based on the ua 17 error message, this complaint is considered a reportable malfunction.